Event description:
During or robotic case, sureform 60 stapler was inserted into robot arm. Robot made an error alert. 'Unable to calibrate'. Scrub rn put the stapler in and out of the robot arm several times with no success. She then removed and replaced the instrument drape arm adaptor and retried the stapler. Stapler was still alarming and not working. Circulator called the da vinci help line. Meanwhile the scrub used a hemostat to manually twist the adaptor circles on the robot stapler. She then reinserted the stapler and it worked fine after that for 6 staple loads. FDA safety report ID# (B)(4).